Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation and lead exhibited high pacing threshold. This lead was surgically abandoned and replaced. A new lead was implanted. No additional adverse patient effects were reported.